Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report: 1627487-2017-03423, 1627487-2017-03443 & 1627487-2017-03444. It was reported the patient was admitted to the hospital on (B)(6) 2017 for an explant of the scs system due to infection. Reportedly, the patient's entire scs system was removed and the patient was placed on antibiotics for a week. No additional information was available at this time.

Event description:
Device 2 of 4. Reference MFR report: 1627487-2017-03423, 1627487-2017-03443 & 1627487-2017-03444. Follow up identified the infection has resolved and the patient was no longer on antibiotics.